Event description:
Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit). Indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of life. Treating neurologist does not have a record of ever performing a previous device diagnostic test for this ptient. Treating neurologist plans ex-rays to check the integrity of the vns therapy system. No adverse event was reported in conjunction with the high lead impedance condition. It is not known whether the patient has ever felt device stimulation. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cause of the high lead impedance reading. Lead break is suspected.